Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead exhibited loss of capture. Subsequently, the patient underwent a revision procedure, and a new lead was implanted. Besides intervention, there were no other adverse patient effects reported. Current evidence suggests both leads remain in service.